Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the device issue also resulted in the patient not feeling appropriate stimulation. It was noted that troubleshooting the high impedances had included increasing amplitude, but the impedances were all greater than 4000 ohms. When the ins and lead were explanted, there was no visible cause of device failure or defectiveness. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed no significant anomaly and the ins was functionally okay. Analysis of the lead (B)(4) revealed no significant anomaly, the lead body was cut through and segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v879145, implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a lack of clinical efficacy and pain at the implant site. It was noted that there were no environmental/external/patient factors to report as related to the issue. It was reported that normal diagnostics and troubleshooting were performed. During the implant interrogation it was noted that there were multiple open circuits that were reading above 4000 ohms. The defective implant and lead were replaced with a new implant and lead. It was noted that the issue was resolved at the time of the report and the patient was alive with no injury. No further complications were reported.